Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of lo (less than 10 mg/dl), 149 mg/dl and 109 mg/dl when all tests were performed within 10 minutes on the active s system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that no strips were left and, so no product will be returned for evaluation.